Manufacturer narrative:
The service technician noticed that the complete or-system was not able to operate. He identified a defective electronic part and cable. Also the batteries were deep discharged (defect). The required maintenances were not performed in the past. The exchanged parts were returned to trumpf medical for further analysis.

Event description:
During a procedure the table column became inoperative after an audible alarm occured. No function via remote control nor via column keypad .

Manufacturer narrative:
The investigation identified that fluid was able to get inside the column head and damaged electrical parts at the circuit board. This led to the or-table becoming inoperable. The fluid was found to have come in through a poorly seated seal. The defective parts were exchanged and the column tested for correct functionality. There is no evidence that the required maintenance for this table was performed. This maintenance could have identified the bad seal prior to the fluid ingress and electrical damage.